Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the xenon lamp did not turn on prior to a surgical procedure.

Manufacturer narrative:
The company service representative examined the system but did not indicate replicating any issue related to the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on may 24, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).